Event description:
The catheter was returned for analysis. No pt symptoms were reported. A follow-up report will be sent if additional info becomes available to us.

Manufacturer narrative:
The following was returned for analysis: proximal piece 23.7 cm including pump connector. Next proximal piece .7 cm to pin connector to 36.5 cm distal piece. Distal catheter piece has a hole located at the end of the metal pin connector.